Event description:
The piece seems to have become cross threaded and we are in need of repair/ replacement as soon as possible. The field service engineer (fse) believes simply from extensive use, the peek inner threading seems to have been stripped. This did not deist surgery or cause any problem (besides having to apply extensive force to attach the frame).

Manufacturer narrative:
It was reported on 14-may-2020 that the leksell frame adaptor (B)(6) was found with damaged threads. The leksell was returned at manufacturing site on (B)(6) 2020 and the event was confirmed. However, the root cause of the event could not be determined. The event described in the complaint is confirmed.

Manufacturer narrative:
Corrected data: b4 date of this report. D10 device availability. G4 date received by manufacturer . H2 if follow-up, what type.

Event description:
The piece seems to have become cross threaded and we are in need of repair/ replacement as soon as possible. The field service engineer (fse) believes simply from extensive use, the peek inner threading seems to have been stripped. This did not deist surgery or cause any problem (besides having to apply extensive force to attach the frame).

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The piece seems to have become cross threaded and we are in need of repair/ replacement as soon as possible. The field service engineer (fse) believes simply from extensive use, the peek inner threading seems to have been stripped. This did not deist surgery or cause any problem (besides having to apply extensive force to attach the frame).